Event description:
It was reported by the customer that on (B)(6) 2010, aiming beam fired straight out of the fiber at 48,426 joules. No pt injury was reported. The device was not returned to american medical systems for evaluation.